Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a failure to interrogate and could not respond to the magnet. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: d6a - date of implant - previously no implant date was reported but this is an estimated implant date based on the complaint event description.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench and environmental stress testing. Telemetry and pacing functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.